Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire on (B)(6) 2015. Patient claimed that upon removal of sensor pod, the sensor wire remained embedded in the patient's abdomen, protruding from patient's skin. Patient reported removing the sensor wire by utilizing their fingers to pull it out. Patient reported insertion site was itchy for a few seconds and then subsided. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and did not confirm the reported event of a possible broken sensor wire.